Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of unintentional removal of the peg tube. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while the peg tube was pulled through the stoma, the internal bolster did not hold and it came out. The procedure was not completed however, an unknown surgery was done to the patient (reportedly the nurse stated file shows surgery was gastrostomy.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed the presence of residue, indicating use/handling. No issues were noted on the device. It was noted that the condition of the returned device could not be functionally evaluated with respect to feeding tube unintentional removal during the placement attempt. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while the peg tube was pulled through the stoma, the internal bolster did not hold and it came out. The procedure was not completed however, an unknown surgery was done to the patient (reportedly the nurse stated file shows surgery was gastrostomy.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on november 4, 2015: the physician stated on a closer look the hole that the button (peg) passed through was rather large.